Event description:
A cook quantum ttc esophageal balloon dilator was used during an esophagogastroduodenoscopy (egd) procedure to dilate the gastroesophageal junction. The balloon was advanced through the endoscope and inflated with water. The balloon ruptured before obtaining the correct inflation pressure. The same observation occurred with a second balloon of the same type. See MDR 1037905-2013-00067. An 18x8 size balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to be available.